Event description:
It was reported that during a check by biomed, the cardiosave intra-aortic balloon pump (iabp) failed the manifold leak test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
It was reported that during a check by biomed, the cardiosave intra-aortic balloon pump (iabp) failed the manifold leak test. There was no patient involvement. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.